Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered were 500 mcg/ml fentanyl, 250 mcg/ml clonidine, and 5 mg/ml bupivacaine. The reason for use was non-malignant pain and other non-malignant pain. It was reported that there was an empty pump reservoir. Using an 8840 clinician¿s programmer, the pump went empty since the patient was non-compliant to come in and get pump filled before they traveled. Logs reveal the empty reservoir alarm occurred on (B)(6) 2018. It was confirmed that the therapy was not intentionally discontinued. It was reviewed why no priming is needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, and considerations for catheter and tubing patency/damage. The rep was to review options with the hcp and let them decide on next steps. The rep called back to discuss pump off state, refilling with pfns and minimum rate mode. The physician decided he wanted to program the pump to off state due to patient non-compliance. Discussed pump off state and needing an authorization signed prior to getting the pump off code. The rep stated that the doctor is not available to do this now. They will program the pump to minimum rate mode and update the reservoir and alarm volumes. The patient will come back at a later date to program to off state. There were no symptoms reported. There were no further complications reported/anticipated.